Event description:
Provider states that out of box the chair frame was bent, no damage to the outside of the box and provider wants the whole hcair replaced instead of a part.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.